Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a protruded/loose drive support disk. No rewind anomaly noted. The device was received with scratched screen, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, and cracked belt clip slot.

Event description:
The customer reported that the insulin pump alarmed and insulin squirted out during the manual prime process as well the device was stuck in the rewind/bolus delivery loop. The blood glucose reading was 130mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.